Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath; serial# unknown; product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (1000 mcg/ml at asked, unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) was about to head to this case and wanted to know if there was any literature on how to manage a baclofen patient once the pump is removed. There was some sort of issue going on with the catheter coming out of patient's spine. They were not sure if they would be removing the catheter or redoing it. The rep was not with the patient. They were redirected to contact (B)(6) for further information on how to manage baclofen patient. It was stated the healthcare provider had just inherited this patient. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reported that the cause of the catheter coming out of the patient's spine was unknown. An external/environmental/patient factor that may have caused or contributed to the event included the patient being a quadriplegic. The patient's catheter was partially replaced information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal via an implanted pump. It was reported the patient was in the hospital with a possible infection and was going to the operating room to have their pump system explanted.